Event description:
It was reported that a decrease in sensing and capture thresholds was observed on the right ventricular (rv) lead at a post implant follow up in clinic. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction b5: capture thresholds were high.

Event description:
New information received notes the issue was discovered during a routine follow up in clinic, there were no reported patient symptoms prior to the procedure, high capture thresholds were observed.